Manufacturer narrative:
(B)(4)

Event description:
Patient contacted dexcom on (B)(6) 2015 to claim their transmitter caused their sensor session ended on it's own on (B)(6) 2015. There was no report any injury or medical intervention. No additional event or patient information is available.